Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found intermittent telemetry, uplink functional tests were out of specification. As a result the cable was replaced. It was also noted that the label was missing its coating. (B)(4).

Event description:
It was reported that the radio frequency programmer head was broken. Per the company representative, there was no other information. The head was returned for service, analyzed and tested out of specification. No patient complications have been reported as a result of this event.